Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Follow up determined that the patient had recently died due to complications associated with cancer. No complaints or allegations have been made against the device.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.